Event description:
On (B)(6)2024 it was reported by a sales representative via (B)(4) that an ar-9512 universal revs stem/cup extract adapter handle and an ar-611-4 tibial impactor were both broken. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-611-4 batch number 051752, was received for investigation. Visual evaluation found that the impactor head is broken off. The shaft of the device has scratches and discoloration spots. Evaluation of the returned piece of the impactor head found gouges and damaged to the material. Functional testing cannot be performed as the device is damaged. The most likely cause of the reported failure is wear and tear of the device as the manufacturing dated is february 15, 2018.